Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water did not circulate from the arctic sun device to the arctic gel pad. Lcd screen remained in the priming state for a long time. So, they tried connecting it to a different arctic sun device, but the issue was not resolve. In the end, they replace the arctic gel pad with a new one, and it was working well.

Event description:
It was reported that the water did not circulate from the arctic sun device to the arctic gel pad. Lcd screen remained in the priming state for a long time. So, they tried connecting it to a different arctic sun device, but the issue was not resolve. In the end, they replace the arctic gel pad with a new one, and it was working well. Per follow up information received via task on 19jun2025, the defective sample has been sent to warehouse from distributor¿s office on 20th june. The issue had nothing to do with the patient, because the issue was identified before applied to the patient.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is an air leak through damaged pad connectors. Visual evaluation of the returned sample noted one opened medium arctic gel pad kit present with no original packaging. Three photo samples were also received for evaluation. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. The connector on the left chest pad was deformed on both the end and the wing on the (+) side. The right chest and left thigh pads had connectors that were chipped at the ends. No visible chips or deformities at the ends of the connector on the left thigh pad. Tubing for all the pads noted no kinks present. Hydrogel was intact with pad and not separated. No crushed dimples or signs of overlamination in the pads. The right chest pad had a dimpled area outside the pad outline. One returned photo shows the arctic sun therapy screen with a flow rate of 0.0 l/m, and one photo shows an alert 01 screen. Another photo shows two connectors that appear to be properly connected with no water flowing through them. The reported issue could not be verified without further testing. Each pad was individually tested using tm0301222 rev 3. All individual measured flow rates are outlined. * left chest pad: a total of 6.1 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 31%, inlet pressure was -7.1 psi. * left thigh pad: a total of 5.3 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 30%, inlet pressure was -6.9 psi. * right chest pad: the flow rate was unobtainable due to air leak. Air intake was heard from the connector. Also, the system diagnostics were reviewed and circulation pump command was 100%, inlet pressure was -6.1 psi. * right thigh pad: further flow testing was not necessary on the right thigh pad as the event was confirmed on earlier flow tests for the kit. According to the test method tm0301222 rev 3 the flow rate was found to be inadequate for the returned pad kit. (Acceptable range > 2.4 l/min. M2). The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.